Event description:
It was reported to ventec that the device's "exhale display does not show". No further details were provided by the reporter. Upon evaluation of the device, ventec downloaded its electronic records (system logs) for review and observed an instance where its exhaled tidal volume (vte) levels were low (0). This occurred shortly after the device had logged a patient circuit disconnect alarm. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec downloaded the device's electronic records (system logs) for review and confirmed that it had logged an instance where its exhaled tidal volume (vte) levels were low (0), as well as a patient circuit disconnect alarm. The device was then examined by ventec, however the reported issues of low (0) vte and displaying a patient circuit disconnect alarm could not be duplicated during testing. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.